Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported they had difficulty interrogating the ins with the clinician programmer when the tablet was on. They didn't know what message was seen on the clinician programmer and didn't know if the issue resolved after the patient started using the tablet. The patient had a flat computer screen tablet/small tv that sat on the patient's wheelchair. In previous cases, the consumer had a hard time reading the ins with the pp when the wi-fi was turned on. If the wi-fi was turned off, then they were able to use the pp to communicate with the ins. Even when the rep interrogated the device on (B)(6) 2015, they had a hard time communicating with the ins. However, the rep was able to interrogate the ins with the clinician programmer on the day of report without any issues while it was next to the tablet. Further follow-up was being conducted to determine what troubleshooting was performed and what the cause of the issue was. If additional information is received, a follow-up report will be submitted.